Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that they went in for a bemer treatment through their chiropractor yesterday and since then have been experiencing zapping throughout their body. Pt states the chiropractor said they will contact bemer but has not heard back from anyone yet. Pt inquired if this could have done something to the device to cause this. Troubleshooting was unable to be performed as no troubleshooting to be done due to nature of issue. Pt services did reviewed pt could consider turning stim off to see this has an effect on zapping. The patient was redirected to their healthcare provider to further address the issue.  No further complications were reported/anticipated at this time.